Event description:
At 10 or 11pm the customer rec'd a blood glucose reading of 141mg/dl. The customer woke up later to paramedics, they were called by their family memeber. Emergency medical tech rec'd a result of 15mg/dl. The customer was given a shot of glucagon. No controls were being used. A request was made for the return of the suspect device and replacement product was sent.